Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was extracted and replaced due to high threshold and poor sensing. There were no complications during the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.